Event description:
Reference importer report # (B)(4).

Manufacturer narrative:
From the document review of the lot involved (1111566 - sn (B)(4)) no anomalies were found. The failure mode is unlikely to cause pt harm, even if it can lead to additional steps to fix the problem.